Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. User facility was contacted in an effort to obtain additional information. To date, no further information has been received. The lot number information needed to review device history records was unavailable. Expiration date - unknown - implanted in 2003 - device manufacture date - unknown this report filed march 31, 2009.

Event description:
It was reported that the patient underwent procedure utilizing an ascent tibial bearing in 2003. Subsequently, the patient was revised in 2008, due to instability. No further information has been provided to date.